Manufacturer narrative:
Follow up #1 ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013, with the following findings: the alleged power issue was not confirmed. However a secondary issue was found that was unrelated to the complaint, there was data corruption. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging battery indicator. The reporter alleged getting low battery message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.